Event description:
Early 30¿s female with pelvic pain and tv ultrasound confirmed large left ovarian mass. Procedure: total lap hysterectomy, right salpingo-oophorectomy, left salpingectomy and cystoscopy. While using the covidien ligasure, the device was not shifting from monopolar to bipolar. No known harm to patient that was discharged the same day. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Will review.